Event description:
It was reported that a patient underwent a sling procedure on (B) (6) 2010. The patient has symptoms of a yellow green vaginal discharge and odor for two to three weeks after the procedure. The patient feels well, apart from the discharge. No additional information is available.

Manufacturer narrative:
(B) (4). (B) (4). Vaginal odor. Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.